Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the device was interrogated prior to the implant procedure, there was difficulty in communication with the device. The device no longer had rf telemetry. A second programmer was used but the issue persisted. Device was not used and was replaced with another device which had successful rf telemetry. It was noted that after the procedure, the first device could be successfully interrogated with the both programmers.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.